Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The doctor reported that the guidewire in the PICC kit kinked very easily when resistance was met and the kinked shape remained. It was reported that there was not a problem with the kinked wire, it was pulled back and replaced with another mandril guidewire to complete the procedure. No patient injury was reported.